Manufacturer narrative:
The catheter portion of the device was checked for leakage. A small cut was verified at the 9cm mark causing the leakage reported by the customer. The cause(s) of the leakage could not be determined. It might be possible that a sharp object came in contact with the catheter causing the actual cut; however, it can't be confirmed. A lot history records review was conducted, and it was verified that all products in this lot number were conformed to the required specifications when released to stock. Trends will be monitored for this or similar complaints. At the present time, the complaint is considered closed.

Event description:
The affiliate reported that after the microsensor was implanted, the surgeon found csf leaking from the sensor. As a result, the sensor was removed. The patient was not given an icp test.